Manufacturer narrative:
Clarification to e.1: national breast implant registry. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture, baker grade- 4 , migration/implant malposition change shape/size/style".

Event description:
Healthcare professional reported via nbir right side "capsular contracture, baker grade- 4 , migration/implant malposition change shape/size/style". The device has been explanted and replaced.